Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported by a user site that on (B)(6) 2026 during a breast biopsy with an atec device that "its cutting efficiency decreased, making it unable to efficiently cut the lesion tissue. As a result, there may be a possibility of residual lesion tissue after the procedure." The user site further shared that "close postoperative follow-up and regular re-examinations will be arranged to dynamically monitor changes in the lesion". Customer outreach was performed to further clarify the events. At this time, there was no further information available to define any subsequent interventions the patient may require.